Manufacturer narrative:
Device evaluation: both tamper seals are intact. No signs of external damage. Primary audible alarm bgnd test observed in the event history log. Power up process, audio test, occlusion test. Cannot duplicate any primary audible alarm error. No problem was found. Applied software update v1.6.5 to remediate the primary audible alarm issue. Performed power up process, audio test, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the device exhibited systems failure, primary alarm background test. No adverse patient effects were reported by the customer.